Manufacturer narrative:
(B)(4). Section d4: added lot number details for two circuits. Lot number details of third circuit is not available. Section d4: added UDI details. Section g4: PMA/510(k) number - the 950n81 neonatal ventilator dual heated circuit kit is not sold in the united states of america (USA) but instead a similar product, 950n81j neonatal ventilator dual heated circuit kit is sold in the USA. The 510(k) for that product is k220703. Method: the complaint devices, three 950n81 neonatal ventilator dual heated circuit kits were returned to fisher & paykel healthcare (f&p) in new zealand for investigation, where it was visually inspected and tested for leaks. Our investigation is thus based on the evaluation of the subject device, the information provided by the customer and our knowledge of the product. Results: no damage could be found during visual inspection of the returned circuit kits. The end white connector on all circuits can be connected to swivel properly. All the returned circuits have passed the gas leak tests. Cause: device investigation could not find any faults with the returned circuits. We could not determine the cause of the reported failure. All 950n81 circuit kit are 100% leak tested during production, and those that fail are rejected. The user instructions which accompany the 950n81 neonatal vented dual heated circuit kit state the following: - "do not crush, stretch or milk the tubing." - "perform a pressure and leak test on the breathing system before connecting to a patient." - "check all connections are tight before use.".

Event description:
A healthcare facility in finland has reported via a fisher & paykel healthcare (f&p) representative that three of the 950n81 neonatal ventilator dual heated circuit kits were leaking during patient use. The healthcare facility further reported that there was no patient consequence.

Manufacturer narrative:
(B)(4). Section d4: lot number details were not received from customer. Section d4: UDI details were not received from customer. Section g4: PMA/510(k) number - the 950n81 neonatal ventilator dual heated circuit kit is not sold in the united states of america (USA) but instead a similar product, 950n81j neonatal ventilator dual heated circuit kit is sold in the USA. The 510(k) for that product is k220703. Fisher & paykel healthcare (f&p) has requested the return of the subject 950n81 neonatal ventilator dual heated circuit kit to f&p new zealand for investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in finland has reported via a fisher & paykel healthcare (f&p) representative that three of the 950n81 neonatal ventilator dual heated circuit kits were leaking during patient use. Healthcare facility further reported that there was no patient consequence.